Event description:
It was reported that this electrode was part of a system revision due to infection and poor wound healing. There were no additional adverse patient effects reported. This electrode was explanted.